Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer was assisted in resetting it. After the reset, the malfunction code did not recur, and the customer planned to reload the cartridge and resume using the pump.